Event description:
It was reported while using bd luer-lok¿ 50 ml syringe sterile, single use the scale markings were missing. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that some of the syringes within a case of 50ml luer-lok had no measurement markings. Some of the syringes within a case of 50ml luer-lok tip syringes were blank and had no measurement markings. We are aware of 4 defective syringes so far. User was unable to use these syringes when compounding in the IV room.

Manufacturer narrative:
It was reported some of the syringes were missing the scale marking. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no scale marking. No other defects or imperfections were observed. This defect could occur if there was a jam during the barrel printing process inducing the symptom reported. A device history record review was completed for provided material number 309653, lot number 2090588. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.